Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
Dentist office called in - reporting a patient started whitening 6 days ago. After whitening for 2 nights, the patient woke up with swollen lips and called the office. Dentist advised the patient to discontinue use of the kör desensitizer permanently. The patient is currently traveling out of the country, and dentist or his assistant will be contacting the patient to follow up on his status/progress.